Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, severe bladder pain, vaginal infections, pain during intercourse, and severe pain in her legs. No further information has been provided.